Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00720. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead located at l2 (lot ab2150) was explanted and replaced. During the procedure the lead located at s1 (lot ab2166) migrated and it too was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.